Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Visual evaluation of the returned product found the inner pouch that contains the spatula was partially sealed in the outer tyvek pouch. A measurement of the remaining seal found the seal does not meet the requirements of zpc 8.400. Sterility has been breached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported event can be attributed to a manufacturing issue. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during receiving inspection at a distributorship, products were found to be nonconforming due to the product being caught in the sealing area. There was no patient involvement. Attempts have been made and no further information has been provided.